Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the infusion completed faster than expected. The medication was programmed to infuse in 2 hours and infused in 90 minutes. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of the infusion completing sooner than expected was not confirmed. Physical inspection showed no anomalies. The pcu event log shows that at 7:50 am on (B)(6) 2018 the pump module was programmed to infuse a basic infusion at 50ml/hr with a vtbi of 100ml to infuse over 2 hours. At 9:05 am, the device alarmed for air in line and at 9:07 am, the user restarted the infusion. The device alarmed for air in line again 30 seconds later and the user channeled the device off. The volume recorded as being infused during this period was 63.291ml. Functional testing showed the pump module was delivering fluid slightly out of specification on the high side, however the percent of error (5.25%) was not enough to have caused the reported event. Following calibration the device was infusing within specification. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that the infusion completed faster than expected. The medication was programmed to infuse in 2 hours and infused in 90 minutes. No patient harm was reported.